Event description:
It was reported during the procedure, the proximal contact of the subject coil delivery wire was bent while inserting coil into aneurysm and would not detach with the power supply. When the power supply was removed from the coil delivery wire , the delivery wire was left inside of the power supply. The subject coil removed successfully from the patient and was replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes , because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the reported event of the main coil failed/unable to detach, coil delivery wire broken/fractured during use and coil proximal contact kinked/bent.

Manufacturer narrative:
H3 other text : device not returned for evaluation.

Event description:
It was reported during the procedure, the proximal contact of the subject coil delivery wire was bent while inserting coil into aneurysm and would not detach with the power supply. When the power supply was removed from the coil delivery wire , the delivery wire was left inside of the power supply. The subject coil removed successfully from the patient and was replaced. The procedure was completed successfully with no clinical consequences to the patient.